Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
Manufacturer report reference number: 1627487-2020-00056, 3006705815-2020-00034. It was reported that the patient underwent surgical intervention and had the system replaced. The reason is unknown to the manufacturer at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received that the patient underwent surgical intervention due to one lead migrating. Effective therapy was restored post operation. Note: it is unknown which lead migrated, therefore both leads are being reported on.